Event description:
New information received notes that additional episodes of post-paced t-wave oversensing continues to observe. Programming changes were recommended. Patient condition is fine.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, post-paced t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.